Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0suy2, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported she was having revision on the day of this call because the lead went out again, meaning only 2 programs are working and the ins and sunk in and down from the upper buttock area down into the cheek. The patient stated that the last 6 months had issue with the lead and revision. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0suy2, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had at least 7 revisions with the implant. No further complications were reported or anticipated.